Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and was determined to be use related. One 3 fr single lumen powerpicc sv catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. A longitudinal split was observed near the 7 cm depth marker, approximately 7.3 cm distal to the molded joint. A microscopic observation revealed the edges of the split were straight but rough and the fracture surfaces were observed to be flat and granular, which is characteristic of tearing failure modes. The shape, texture, and location of the split are indicative of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The product IFU contains suggested catheter maintenance instructions and also states: ¿do not use a syringe smaller than 10 ml.¿ a lot history review (lhr) of recr1918 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that he PICC was noted to be leaking. There was a large slit in the PICC between the 7th and 8th cm marker which was about 1cm distal to the insertion site. The PICC was replace over the wire. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr1918 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that he PICC was noted to be leaking. There was a large slit in the PICC between the 7th and 8th cm marker which was about 1cm distal to the insertion site. The PICC was replace over the wire. There was no reported patient injury.